Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical cadd solis vip pump was under-infusing. Pump was programmed by infusion nurse prior to patient's discharge. Pump settings-cloxacillin two grams q4h., reservoir volume 305 ml, dose volume 32.2 ml, duration 30 minutes, every four hours. It was noted that residual volume was elevated beyond 10 percent after 24 hour infusion completed, however pump indicated the medication was completely infused. No patient injury resulted.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had been overwritten from the time of the event. Functional tests included delivery accuracy and use testing. All of the tests were found to be within the pump's manufacturer specifications. The root cause of the field complaint was unknown. Based on the evidence, the complaint was unable to be confirmed.